Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a data collection malfunction lasting greater than twenty minutes. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. It was noted that there were erroneous electrogram collection for forty five minutes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935 implantable tachy lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.